Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in (B)(6) 2021 the implanted neurostimulator (ins) went "dead", and the ins was explanted on (B)(6) 2021.  The patient noted they had to wait until (B)(6) 2021 for the explant because they had to wait for worker's comp to approve the new implant.  No symptoms reported.